Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was admitted for chronic obstructive pulmonary disease (copd) which was exacerbated by bronchitis. The patient reportedly presented to the emergency room (ER) with shortness of breath, chest pain, and fatigue. Nasal swab cultures were positive for infection and the patient was treated with oral antibiotics. Additional information was requested, but not provided. The submitted log files appear to capture the device functioning as intended at or above the low speed limit. The controller event log file captured low power hazard and no external power alarms on (B)(6) 2019 while the patient was connected to the mpu. The system controller¿s backup battery was in use during the event and there was no interruption in pump support. No other atypical alarms or events were captured in the submitted log files. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The current heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was treated with oral antibiotics.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for chronic obstructive pulmonary disease (copd) exacerbation. It was reported that the patient had an infection. Patient was presented with shortness of breath and fatigue. After routine tests, nasal swab cultures showed infection.